Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the cardioverter does not recognize the blades. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that there wasn¿t a problem, the error message appeared because a configuration was done by someone to recognize with priority the adhesive paddle not the fixed one, the fse made the configuration come back to factory configuration. The device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a device configuration issue. The reported problem was confirmed. A review of the risk management file was performed, the device experienced issues with the paddles, pads, electrodes, therapy cable, or therapy port. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse changed the device configuration settings to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the cardioverter does not recognize the blades. There was no reported patient impact or injury.